Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, a "placement signal unreliable" alarm was generated. The audio alarm was disabled, and support was continued. No patient harm occurred.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs data indicates that the unreliable placement signal persisted throughout most of the case, varying in intensity, and this correlated with the low signal not reliable. The console was sent back to field service for further inspection. While the reported issue could not be reproduced, intermittent signal distortions were observed. The root cause of the issue was identified as intermittent distortions in the optical bench signal, likely caused by a malfunction in the optical bench or its components. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.